Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 6 events were reported for this quarter. Product return status. 6 device investigation types have not yet been determined. Additional information. 6 devices were not labeled for single-use. 6 devices were not reprocessed or reused.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. - 6 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: h6, h11. 6 previously reported events are included in this follow-up record. Product return status. 1 device was not available for evaluation. 5 devices were evaluated based on historical data analysis.

Event description:
This report summarizes 6 malfunction events in which the device reportedly overheated. 6 events had no patient involvement; no patient impact.